Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (4000 mcg/ml at 2568 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had an MRI on friday, and when the nurse interrogated the pump, they got a service code 99 and service code 100 that said the pump had stopped for 82 hours and 53 minutes.  The agent reviewed with the caller that the pump was in telemetry mode, and there could be a delay in logging the recovery of the motor stall until they read the pump logs. The nurse that was with the patient checked logs again and noted that motor stall recovery occurred today when the pump was read. The agent advised that the pump was functioning normally. Actions taken on the call resolved the reported issue.